Manufacturer narrative:
The status of the patient and the device are unknown. A follow up report will be file with receipt of the device and/or additional information or if it is determined that neither the device not additional information will become available. Device status unk.

Event description:
International affiliate reports that at a surgeon user meeting, it was reported that post operative rod slippage had occurred.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history record cannot be performed as the product code and lot code are unknown. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Not returned.